Event description:
In january 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch meter was giving inaccurately high readings. In about 9 days earlier at 1:00am the pt, her mother, got out of bed to use the restroom and fell. It is uncertain if the pt passed out, but if she did it was only for a very short time. For a few days prior to the event, the pt had been experiencing dizziness, before going to bed. The pt's husband contacted emergency services, who arrived 15 minutes later and obtained a blood glucose result of 31 mg/dl using their meter. Fifteen minutes after the paramedics' result, the pt tested her blood glucose on the reported meter and obtained a result of 89 mg/dl. Then, the paramedics treated the pt with food. She did not go to the hospital. The pt takes regular and nph insulin at set doses in the mornings and evenings, specific doses unk and does not adjust the doses based on meals or meter readings. The pt has taken her usual dose of insulin, before dinner, the evening before the event. She was unable to provide specific blood glucose results obtained on the day prior to the event, except for one result of 150 mg/dl (time unk). The pt tests her blood glucose level four times per day, and does not have a backup meter. The meter, test strips and control solution were replaced. This incident is being reported as the pt got a normal result, while symptoms consistent with hypoglycemia.